Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient contact confirmed that the patient has been administered antibiotics through a 6-hour dwell in addition to the regularly scheduled pd treatments. Upon follow up, the patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic (on (B)(6) 2024) after the patient cut the cap of the transfer set off with scissors. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis, and the patient was diagnosed with peritonitis. The patient was initiated on intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The nurse indicated that the patient¿s family is currently performing pd treatment for the patient with the same cycler. The patient is recovering from the event. The pd nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis. The nurse reported that the patient been declining in her mental status. In addition to the patient cutting the transfer set with scissors, the patient was not performing aseptic technique with her pd treatments. As a result, the nurse stated the patient will be moving to hemodialysis as she is no longer a good candidate for pd therapy.